Event description:
It was reported that this left ventricular (lv) lead exhibited low out of range pacing impedance of less than 200 ohms. Lead insulation damage is suspected to be the cause of this observation. A request was made to have data from the system analyzed, but the results are not available at this time. The patient reported to have anxiety, but no additional adverse patient effects. The lead remains in service. Additional information was received. Data analysis was performed, and it appears that the lv output was set to 7.5 v. Ts explained that it is important to assess lead integrity as insulation damage is suspected. As this is a recently implanted system, ts also recommended focusing on the device and lead connection to exclude any potential under insertion which may affect electrical parameters. A troubleshooting guide was provided to understand options to ensure pacing capture and proper brady support, which includes a guide to search for noise, patient maneuvers, x-ray imaging and device reprogramming. No adverse patient effects were reported. The lead remains in service. Additional information was received. The patient was evaluated, and the physician has made the decision to perform a revision or replacement of the system. At this time, there is no evidence that suggests that this intervention has been performed. No adverse patient effects were reported. The lead remains in service. Additional information was received. The physician made the decision to reprogram the device to right ventricular (rv) pacing only and as a result, an increase in the estimated remaining battery longevity was observed. An lv lead insulation damage is suspected to be the cause of the reported impedance observations. An invasive system revision was not necessary. The patient will continue to be monitored and no adverse patient effects have been reported. The lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead exhibited low out of range pacing impedance of less than 200 ohms. Lead insulation damage is suspected to be the cause of this observation. A request was made to have data from the system analyzed, but the results are not available at this time. The patient reported to have anxiety, but no additional adverse patient effects. The lead remains in service. Additional information was received. Data analysis was performed, and it appears that the lv output was set to 7.5 v. Ts explained that it is important to assess lead integrity as insulation damage is suspected. As this is a recently implanted system, ts also recommended focusing on the device and lead connection to exclude any potential under insertion which may affect electrical parameters. A troubleshooting guide was provided to understand options to ensure pacing capture and proper brady support, which includes a guide to search for noise, patient maneuvers, x-ray imaging and device reprogramming. No adverse patient effects were reported. The lead remains in service. Additional information was received. The patient was evaluated, and the physician has made the decision to perform a revision or replacement of the system. At this time, there is no evidence that suggests that this intervention has been performed. No adverse patient effects were reported. The lead remains in service.